Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: endovascular physician. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the procedure performed was a peripheral angioplasty of lower limbs via 8 french sheath. The doctor performed the femoral puncture under ultrasound guidance, confirming that the artery showed no calcification. All standard steps for device use were followed. At the final moment of sheath removal, the device came out completely without exposing the suture. Initially, it was suspected that the suture had been cut and that the anchor had remained inside the patient. This hypothesis was immediately ruled out through ultrasound. Subsequently, upon reviewing the device, it was confirmed that the anchor never deployed and remained inside the sheath. Faced with this situation, the operator decided to perform manual compression. The patient did not present immediate complications after compression. The peripheral angioplasty procedure was successfully completed. No blood loss was reported. There were no complications with the access, as ultrasound guidance was used for the puncture. There were also no difficulties with the advancement of the guide wire, sheath, or catheter, and the procedure was performed normally. A pre-deployment angiogram was not performed.